Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, visual examination revealed that the valve was rotated in the stent, the right cusp of the valve to the non-coronary cusp position in the stent. The valve appeared distorted; oval shaped. All leaflets were in a closed position with lunula and free margin of the left cusp slightly pushing in the non-coronary cusp. All leaflets were slightly stiff but flexible except where host tissue and/or mineralization extend on the inflow and outflow. Two tears through the free margin and lunula of the right cusp appear to be due to contact with the bias cloth along the outflow rail adjacent to the left right and right non-coronary stent posts. Abrasions on the belly of the left cusp lunula appears to be associated with contact on the bias cloth along the outflow rail of the left cusp. Tissue deterioration due to mineralization was observed on the free margin and lunula of both the right and non-coronary cusps adjacent to the right non-coronary commissure. The right non-coronary and non-coronary left commissures were intact. Tissue deterioration due to mineralization was observed on the left right commissure. Remnants of glistening off white pannus remain attached to the sewing ring on the inflow adjacent to the left and right cusps, extending to the tissue and base stitching, into the non-coronary left inferior coaptive area and 1 to 3 mm onto the left and right cusps showing evidence of a reduced inflow orifice area. Remnants of pannus remain attached to the outflow rail adjacent to the left cusp and existing sewing ring on the outflow. An unknown amount of pannus appears to have been removed on the inflow and outflow during explant. Radiography shows evidence of mineralization in all three commissures and septal shelf or muscle bar. Updated d4 updated d9 updated h3 updated h4 updated h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 12 years and 12 months post implant of this 25mm bioprosthetic valve, it was explanted and replaced with another medtronic device. The reason for the replacement was reported as aortic stenosis (as) symptoms and that it was observed that something was attached to the area near the commissure, and the entire valve leaflet had hardened and turned yellow. No additional adverse patient effects were reported.